Manufacturer narrative:
Pending investigation. D10: serial number item number and full description . (B)(6), 310-00-50 - equinoxe, humeral head, extra short, 50mm. (B)(6) 300-50-45 - 4.5mm short rep plate. (B)(6) 300-30-08 - equinoxe preserve stem 8mm.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2021 and patient has had deep continuous pain since surgery but it has progressively gotten worse over the last few months. The case report form indicates that this event is definitely not related to device, definitely related to procedure. Outcome: continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, b5, d1, d4, d6b, g4, h4, h6 MDR section codes updated/corrected: a, b, c, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of the reported septic loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Approximately 7 months post-op, the patient experienced deep continuous pain that progressively worsened. At approximately 16 months post-initial procedure, the patient underwent a revision procedure to address infection and septic loosening. No further impact to the patient was reported. No other information is available.